Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, one of the pieces of the large suture cut needle driver instrument jaw broke off and was able to be recovered during the procedure. The procedure was completed with no patient harm. Per subsequent follow-up with the da vinci coordinator on 17-feb-2022, no additional surgery or x-ray was required to retrieve the fragment that was dislodged. The fragment was accounted for during the case with visualization.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large suture cut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. Fa found the primary failure of broken grip tip to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece measuring approximately 0.064" x 0.213" was found to be broken off the grips. The broken piece was not returned. The root cause of this issue is typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument logs for the large suture cut needle driver instrument (part# 471296-07 / sn: (B)(4)) associated with this event was performed. The instrument was last used on (B)(6) 2022 on system serial# (B)(4) with 2 uses remaining. Based on this review, the instrument was not used in subsequent procedures after the alleged issue reported in this event. There was no image or video clip submitted for review. This complaint is being classified as a reportable event due to the following conclusion: it was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the instrument's jaw was dislodged, fell inside the patient, and was retrieved in the same procedure. In addition, fa confirmed the instrument breakage that resulted in a fragment falling inside the patient.